Event description:
Healthcare professional reported a patient was injected in with 4mls of juvéderm® volux¿, 4mls of juvéderm¿ voluma¿ with lidocaine, and 2mls of juvéderm® volift¿ with lidocaine in the ck1, ck3, c1, c2, jw2, jw3, and jw4. It was unspecified which products were used in each specific injection site. The patient then traveled abroad and a month after the injections experience a sinus infection; this event is not device related. Patient was treated with amoxicillin. About 10 days after the sinus infection onset, patient experienced delayed onset nodules in the injection sites. Patient was treated a week after onset of the nodules with oral keflex and prednisone. The healthcare professional considered the event to be resolved about one and a half months after the nodule onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00270 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2023-00272 (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, juvéderm¿ voluma¿ with lidocaine.

Event description:
Healthcare professional reported a patient was injected in with 4mls of juvéderm® volux¿, 4mls of juvéderm¿ voluma¿ with lidocaine, and 2mls of juvéderm® volift¿ with lidocaine in the ck1, ck3, c1, c2, jw2, jw3, and jw4. It was unspecified which products were used in each specific injection site. The patient then traveled abroad and a month after the injections experience a sinus infection; this event is not device related. Patient was treated with amoxicillin. About 10 days after the sinus infection onset, patient experienced delayed onset nodules in the injection sites. Patient was treated a week after onset of the nodules with oral keflex and prednisone. The healthcare professional considered the event to be resolved about one and a half months after the nodule onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00270 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2023-00272 (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
Continued h.6. Investigation code: b11, b12, b15. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of sinus infection, deemed not device related is considered an unexpected adverse drug experience.